Event description:
Report received from an international affiliate (another country) of a tubing disconnection and leak of a chemotherapeutic agent. The report reads: "on unit c3, oncology unit, a primary clave set 11961 disconnected from extension set 12126 (ICU medical product). The infusion was in progress for 16 hrs before the disconnection occurred. The rate of infusion was 24cc/hr. The drug infusing was cisplatin. The extension set was connected to the pt's hickman line. The disconnection was noted when drug fluid was found on the pt's sheets and floor. The pt did not sustain an injury; however, the nurse who cleaned up the chemo spill was submitted to occupational health. The consequence of the disconnection was that a pt missed 3 hrs of a 24-hr infusion. After discussion with the pharmacy, it was decided that the missing dose was going to be added to the next dose." Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A lot number was identified.